Event description:
It was reported that a fracture/breakage occurred. The target lesion was located in the narrow internal carotid artery. A 190 cm filterwire ez was selected for a carotid stenting procedure. During the procedure, the device broke/fractured. No patient complications were reported.